Event description:
Patient presented to surgery (B)(6) 2025 for robotic right video-assisted thoracic surgery (thoracoscopy) -upper lobectomy and lymphadenectomy. Reported when the robotic bipolar maryland forceps were being used, the maryland tension cable snapped with a piece of the cable located inside the surgery site. The manufacturer rep and the robotics coordinator were notified. The chest was irrigated with no other pieces of the device were found.